Manufacturer narrative:
The MFR did not receive explanted devices for review. However, the lot numbers were received for the explanted devices and the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. However, there is no indication for a product failure. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It is reported that the pt received biolox delta head, and is suffering from right hip dislocation. The pt is being monitored. At the time of this report, revision surgery has not been planned yet.